Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted. Several conductors had blood/body fluid (not obstructed) and inner tubing kinked/buckled. The outer tubing overlay melted with cosmetic environmental stress cracking (esc). The exposed defibrillation coil had a white substance and the outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. There was also apparent explant damage.

Event description:
It was reported that the lead integrity alert (lia) triggered and the patient received inappropriate shocks due to the right ventricular (rv) lead having oversensing, noise, and an apparent lead fracture. The rv lead was extracted and replaced with a new lead. No further patient complications have been reported as a result of this event. It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead having oversensing, noise, and an apparent lead fracture. The rv lead was extracted and replaced with a new lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead having oversensing, noise, and an apparent lead fracture. The rv lead was extracted and replaced with a new lead. No further patient complications have been reported as a result of this event.